Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. If further information is received, the file will be reviewed and updated accordingly. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ethibond suture, involved contributed to the adverse events described in the article, specifically: recurrent prolapse of the fused cusp, plication suture dehiscence, local erosion with recurrent annular dilatation, repair /reoperation, valve replacement? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, ethibond suture?

Event description:
It was reported in a journal article that the patient underwent an isolated bicuspid aortic valve repair procedure between (B)(6) 2009 and (B)(6) 2014 and the suture was used for annuloplasty to reduce dilatation of the basal ring if it was larger than 26 mm. Between one week and sixteen months, a valve-related reoperation for recurrent aortic regurgitation became necessary. Findings at reintervention were recurrent prolapse of the fused cusp and local erosion with recurrent annular dilatation. It was possible that the patient underwent a re-repair procedure and/or valve replacement procedure. Additional information has been requested.